Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "failed flow rate test high" was reproduced. Flow rate accuracy testing was performed and found: delivery rate- 20ml/hr; vtbi- 20ml; results-21.444 ml/hr; error percentage- 7.220%. Delivery rate- 125 ml/hr; vtbi- 125ml; results- 130.568ml/hr; error percentage- 4.4544%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plate travel. The pressure plate travel will be readjusted to correct the reported problem. An over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate test high. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.